Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on right ventricular lead of pacer dependent patient was observed during follow-up in clinic. Device was reprogrammed to prevent pacing inhibition. Patient was scheduled for device upgrade and lead revision procedure. During procedure, lead insulation breach was noted. Lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
External insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the outer coil at 21.1 cm to 21.2 cm from the connector pin. This is consistent with the reported event of noise.

Manufacturer narrative:
Correction: - patient weight should have been (B)(6) instead of (B)(6).

Event description:
New information received notes that oversensing of noise was also noted.